Event description:
Facility reports that as caregivers approached a wheelchair from the side to lift the resident. The caregivers lifted the resident and then they pulled the resident to the chair. When they pulled the resident, her body was outside the wheelbase. This caused the lift to start to tip. The lift bumped one of the caregivers on the head. The lift did keep from tipping and the resident was put down in the wheelchair safely. Caregiver was hit on the head with the boom of the lift. Went to the ER and was treated for a bump on the head.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.